Event description:
Customer reported that the insulin pump alarmed button error and she is unable to clear the alarm. Blood glucose 383 mg/dl; treated with manual insulin injection. Customer stated that she had had trouble with the buttons; she noticed she had to press the buttons more than once to respond. Customer also reported that her blood glucose had gone low in the early morning and even became unconscious but was not hospitalized. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.